Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction photoactivation module leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot h242 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot h242 shows no trends. Trends were reviewed for complaint categories, alarm #8: blood leak? (Photoactivation chamber) and photoactivation module leak. No trends were detected for these complaint categories. The customer provided photographs for investigation. The smart card was not returned; therefore, the reported alarm #8: blood leak (photoactivation chamber) could not be verified. An alarm #8: blood leak (photoactivation chamber) occurs when the photoactivation chamber leak detector has detected a fluid leak. The provided photographs verify a blood leak in the photoactivation chamber, along the leak detector strip, and outside the chamber door. The origin of the leak could not be determined from the photographs. A material trace of the photoactivation plates at incoming in process or through complaints used to build lot h242 did not find any previous non-conformances. A device history record review did not identify any related non-conformances and this kit lot had passed all lot release testing. A root cause for the blood leak could not be determined from the information provided. No further action required at this time. This investigation is now complete. Investigation complete. (B)(4).

Event description:
The customer contacted mallinckrodt to report that they experienced a photoactivation module leak with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported approximately 1560 mls of whole blood was processed and during the photoactivation phase of the procedure an alarm #8: blood leak? (Photoactivation chamber) was received. The customer stated they noticed a leak coming from the photoactivation chamber. The customer aborted the ecp treatment and did not return residual blood within the kit to the patient. The patient was reported to be in stable condition. The customer returned photographs for investigation.